Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead and the right atrial (ra) lead. Episodes of inappropriate automatic mode switch were observed. No intervention was performed. The patient was stable and will continue to be monitored; there were no adverse consequences.